Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: one swg was returned for analysis. No catheter was returned. The swg was unraveled at the proximal end. There was a sharp kink near the 20cm mark and other bends and kinks from there to the proximal end. The proximal weld was missing from the coil wire. The distal weld was intact. The od of the swg was measured at the distal end where it was not unraveled and met specification. The core wire was measured and was consistent with specifications. The instructions booklet provided with the set describes suggested techniques to minimize the likelihood of swg damage during use. It states that if resistance is encountered when attempting to remove the swg after catheter placement, the swg may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the swg about 2-3 cm and then attempt to remove the swg. The instructions caution that withdrawing the swg against the needle bevel or the use of excessive force during removal could damage or break the swg. Since the lot number was not reported by the customer, a device history record review was conducted based on sales history. The device history records for the swg and the catheter were reviewed with no relevant findings. The report that the swg kinked was confirmed through visual examination of the returned sample. In addition to being kinked, the swg was unraveled at the proximal end. Based on the appearance of the broken core wire and the info reported, the potential cause of this issue is procedure related.

Event description:
It was reported that during insertion, the physician experienced difficulty with the spring wire guide (swg). As a result, the physician removed both the swg together with the catheter and introducer needle. Upon removal, the swg was found to be kinked at multiple locations. Add'l info received on (B)(4) 2011 stated that the swg called in the sub q tissue upon trying to pull back after it was in the femoral vein. The swg and catheter were removed intact.